Event description:
It was reported via FDA, stryker guidewire tip broke off in pt while using it for a femoral rodding procedure.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.